Manufacturer narrative:
Additional information received from the initial reporter on 18 august 2016 and includes: the surgeon wanted to increase diameter of the head to increase stability of the hip. No risk of dislocation was noticed in the primary. Batch reviews performed on 01 september 2016. (B)(4) not available.

Event description:
The patient came in due to dislocation of her hip. The cause of the dislocation is unknown. The surgeon revised the 32 head and liner with a 36 hooded liner and a 36 cocr head. The surgery was completed successfully. X-rays and explants are not available.